Event description:
The patient's father reported the patient's blood glucose levels rose to 372 mg/dl and was feeling dizzy, had a headache and chest pain. The patient's father drove him to the emergency room (ER) where the doctor removed the pod. The pod was worn on the patient's leg for between 24 and 36 hours. The site was described as painful, red, swollen and infected with purulent discharge draining. The doctor disinfected the site and applied an ointment. 2 units of subcutaneous insulin was administered by the doctor to lower the blood glucose levels. The patient was instructed to apply a new pod once they arrived home which the father did. After care instructions advised the patient to use antibacterial ointment and antibacterial soap to clear up the infection. The patient was released after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: unspecified. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.